Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was unrecoverable. A field service engineer (fse) replaced the tower door latch. The user successfully recovered the storage space and inventoried an item in the space. The fse also replaced the remaining latches in the cabinet with new upgraded latches. All doors were opened and closed in the hardware test application to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door was unrecoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.